Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized at the time of death, but the patient had been hospitalized prior to death for another event. Treatment for the events leading to the death was not reported. Dianeal therapies were reported to be ongoing up until the time of death; but it was not reported if dianeal therapies were ongoing at the time of death or if the patient was connected to a baxter healthcare homechoice device or using baxter healthcare device(s) and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be myocardial infarction as well as two additional events; and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.